Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that the side rail could also not remain latched as a result of the damaged latching bracket weld. In addition, it was previously reported in error that the customer had the unit repaired and returned. The customer did not have the unit repaired and instead has decided to scrap the unit -- removing the unit from service.

Event description:
It was reported via repair work order that the side rail weld was broken, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail weld was broken, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.